Event description:
The customer reported that the device presented self test failures including error code 90009 front end failures and ECG failures.

Manufacturer narrative:
(B)(4). The customer reported that the device presented self test failures including error code 90009 front end failures and ECG failures. The errors presented during user initiated testing. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.